Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 590 mg/dl. Pump supplies were changed and an insulin injection was administered to address bg. Customer reported that fiasp was used for more than 2 days in the cartridge and was cause of elevated bg. Contact declined further troubleshooting and was aware that fiasp was not labeled for use with the cartridge.